Manufacturer narrative:
Unit had partially broken reservoir tube lip. Reservoir unable to lock in place. Unable to perform displacement test.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 132 mg/dl. The customer also stated that the reservoir lip ring has damaged. Troubleshooting was performed for damage and noticed the reservoir did lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.